Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are the located/in what structure? If retained, were there any patient consequences? What is the product code and lot number of the product used? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy procedure on an unknown date where suture was used. The surgeon was suturing the umbilicus when he observed that the tip of the needle was missing. He was unable to find or retrieve the needle tip. There have been no adverse patient outcomes. No additional information provided.